Event description:
Baxter sales representative reported to baxter corporate product surveillance a clearlink primary solution set in which a no flow was observed at the first y-site. According to the report, the facility could not flush or push any medication through the clearlink luer activated device. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.